Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to poorly discriminated supraventricular tachycardias (svts), and a request was made to have data from this device analyzed by technical services (ts). A ts consultant reviewed the sent data, noting the situation is challenging as the rhythm is sudden, stable, and has a lot of variability in rhythmid correlation factors. Per ts, the health care professional (hcp) should evaluate possible clinical actions since the type of rhythm does not appear to be optimal to be managed by either rhythmid or onset/stability. Options such as an electrophysiology (ep) study or clinical treatment could be potentially beneficial. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.